Manufacturer narrative:
Suspect device: comfort curve test strips.

Event description:
Customer reportedly obtained results of 107mg/dl, 228mg/dl, 185mg/dl, and 233mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect test system and replacement was sent. Information suggests comparison performed in the home. Advantage test system: meter, strip lot 549527, exp 02/29/2008, cat/ 2030381.